Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro c-ring was found to be damaged out of the box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro c-ring was found to be damaged out of the box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25139082, 25138930, and 25138894 the last 3 lots shipped to the account prior to the event date. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The vv7 cannula device was returned to the factory for evaluation. A photographic inspection was conducted, which shows c-ring to be cut. However, a visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Specks of blood were observed on the cannula at the distal part of the cannula. The c-ring was not transected. There were no missing components observed on the c-ring. The c-ring was observed to be completely in tact with no detects or damage to the c-ring. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. The blue toggle on the cannula handle and the co2 tubing were intact. No failures were observed. A mechanical evaluation was conducted. The c-ring scope wash tube was found to be functional and was able to fully retract without resistance or difficulty. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; cannula; c-ring cut" was not confirmed.